Manufacturer narrative:
Per the clinic, the patient was hospitalized on (B)(6) 2013, due to an infection near the implant site. During the hospital stay, the patient received intravenous ciprofloxacin (dosage not reported) from (B)(6) 2013. From (B)(6) 2013, the patient received daptomycin intravenously (dosage not reported). (B)(4).

Event description:
Per the clinic, the patient experienced an infection around the implant site. The patient was prescribed oral omnicef on (B)(6) 2013. The patient was seen again on (B)(6) 2013, and the antibiotic prescription was changed to oral keflex. A CT scan performed on (B)(6) 2013, indicated an infection of the mastoid and middle ear space. The patient underwent a surgical procedure on (B)(6) 2013, during which the infected area was cleaned and a pic line was placed. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.